Manufacturer narrative:
The reported field event of backup operation could not be reproduced in the lab. The device was restored from backup operation in the field and was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The device image from the field event was requested, however, was not available for analysis. The cause of the reported event could not be determined.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. Later, the device was explanted and replaced due to normal battery depletion. The patient was in stable condition.